Manufacturer narrative:
(B)(6). The anchor and the distal end of the inserter were visually inspected at 10x for any sharpness which could have damaged the suture. No abnormalities were observed. The suture was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a bankart repair, when the healthcare professional tied knots from the sutures, the sutures broke and the anchor was also pulled out. The healthcare professional took a grasper and pulled out the whole anchor. No loose materials were left inside the patient. There were no reported patient injuries. No other complications were noted.